Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. - (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient indicated their doctor surgically implanted a recalled intrathecal pain pump in 2015. The pump was recalled in 2013 per the patient. The patient noted they didn't give them a bolus device at all. The patient has had major issues with their pump and their doctor discharged them from his care due to asking for a second opinion. The patient could not find another doctor to take them as a patient due to still having the pump in. The patient noted the pump had stalled and may not alarm. The patient did not know what to do. The patient was exhausted. The patient indicated they were never notified of the recalls and wouldn't have had the pump surgically implanted if they had known. The event report type was listed as serious injury and the event outcome was listed as life threatening. No further complications were reported.